Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigators unable to duplicate the customers reported problem. During investigation testing was performed and the device was functioning properly. No problems found.

Event description:
Information was received indicating that the patient felt less energetic when using smiths cadd-ms® 3 ambulatory infusion. Infusion was life sustaining so the patient resumed therapy using a backup pump. There was no reported injury to the patient.